Event description:
Implant failed due to malposition.

Manufacturer narrative:
The initial report did not have the correct event type documented. Thecorrect type, malfunction, is provided in this follow up report.

Event description:
Implant failed due to malposition. The initial report did not have the correct event type documented. The correct type, malfunction, is provided in this follow up report.